Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 11.2%. The repeat result was 6.0%.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found a damaged vacuum tube and replaced it and replaced the sample probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.